Event description:
It was reported that the patient implanted with this electrode developed an infection at the xiphoid incision site. Surgical intervention was undertaken. This electrode was explanted from the left side of the sternum and a new electrode was implanted on the right side of the sternum. No additional adverse patient effects were reported. This electrode was discarded following explant.